Manufacturer narrative:
The clamp was returned to the manufacturer for analysis. Analysis found that as reported the retainer ring had been pulled from the tip of the adjustment screw and was missing. The screw could close the clamp but could not open the clamp. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that two washers on the screw fell off at the end of the case when taking off the clamp. There was no delay to the procedure, and there was no patient impact.